Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 468 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer mentioned that he was the hospital but not due to any insulin pump related issues. It is not known why the customer was hospitalized. The customer was unable to trouble shoot at t he time of the call. No further information was provided.